Event description:
Intraoperatively, davinci sureform 60 stapler began to work improperly. Md noted and brought to the operating team's attention that the stapler was only opening in one direction, and not performing as needed. Prior to the malfunction, the stapler was working properly. Stapler was removed from service and brought to malfunction cabinet of operating room ref #: 480460 lot: k13241107.